Event description:
The patient had a primary hip surgery on (B)(6) 2015. On (B)(6) 2015, the patient came in reporting pain due to experiencing multiple dislocations. The surgeon replaced successfully the cup, head and liner. Presently, on (B)(6) 2023, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised successfully the medacta stem and head with a competitor stem and head and revised the medacta liner with a medacta liner.

Manufacturer narrative:
Batch review performed on 19-jul-2023: lot 152248: (B)(4) items manufactured and released on 20-aug-2015. Expiration date: 2020-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.